Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the scope is very dark, cloudy, and cannot see through it. A visual inspection was performed and showed the scope to have distal tip and fiber damage and a dented outertube with internal cracked lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the scope is very dark, cloudy and cannot see it through it. No patient injury reported. Back up device was available. As per customer report, the visibility was lost while in the patient also tools were inside the patient's anatomy when the issue happened.